Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized and received a life vest. The life vest provided therapy, however, no episodes were registered on the device indicating a loss of sensing. The device was explanted and the patient was stable.